Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer called to report out of box failure with wheels broken out of box.